Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received numerous episodes of inappropriate anti-tachycardic pacing and shock therapy which led to therapy exhaustion. Boston scientific technical services discussed the episodes with the local field representative. Noise was noted on the atrial lead which contributed to the inappropriate therapy. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.